Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient stated that it has been taking longer and longer to charge the implant. Pt stated they used to be able to charged the implant in 1.5 - 2 hours but now, the implant is taking 2-3 hours. Pt stated this just started recently. Pt then added that the implant battery would last a month and a half to two months but now, they are charging the implant every 3-4 weeks. Pt also mentioned they start to hurt when the implant is not charged. Pt included the pain they have is across their back not in their legs. Agent will call pt back to further address implant charge duration and frequency issue as the controller was not charged at time of the call. Pt asked - agent reviewed implant battery longevity. Pt stated the controller charged but, it is not recognizing the implant. Agent had pt inspect recharger for damage; no damage to recharger cord/pins. Agent had pt start implant charge; pt made a comment that it is hard for them to get the paddle positioned over the implant. The controller screen was then stuck on checking the recharger. Agent had pt clean connections and try again. Pt then saw battery empty cannot provide stimulation recharge your implanted device. Pt went to the batteries screen and pressed recharge under the implant battery - pt advanced without issue and saw controller at 100% and implant in red recharging excellent. Agent reviewed charging the implant with stimulation off, reviewed on/off button, and implant battery depletion/amount of times pt has to charge the implant. Pt stated they are on program b, 1 of the programs is 1. Something and the others are at .9. Pt denied increasing the intensities. Agent recommend to follow up with healthcare provider (hcp) with any further concerns on implant charge frequency.